Event description:
It was reported that the patient's right ventricular (rv) lead dislodged one day post implant. The physician noted that the lead was seen dislodged in the rv anterior. As well, there was diaphragmatic stimulation, undersensing and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.